Event description:
The patient experienced a burning sensation in his back where the ins was the other day. This occurred while he was driving. The battery in the ins was low. It was noted that he keeps the ins on while driving. He was able to feel the ins flipping. The ins was implanted correctly. Additional information has been requested.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2010. Recharger model 37752, serial # (B)(4). Programmer model 37743, serial # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported only having 35% pain relief. The patient went to see a neurosurgeon to see if anything could be done to take pressure off the spine and help the patient live a more comfortable life. The patient reported to have stimulation on higher in the left leg than right. The patient reported that the implantable neurostimulator (ins) refused to scar in. It was reported that the ins never scarred in after implant and the patient had a pocket in the back. When the patient used the implantable neurostimulator recharger (insr), the ins would flip. 7-8 months after implant, the ins scarred in but it was still loose. Due to the ins being loose, the patient reported that they could not use the insr belt. The patient had to get on the couch, lay on their left side, with a pillow in their back, put the charger over the ins and press against the pillow in order to recharge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that following the implant, the patient had a big blood pocket for 6 months. It was noted that the blood pocket caused the implantable neurostimulator (ins) to be able to "flip flop" inside the patient's body. It was note that the patient took coumadin for his heart valve, which may be related to the blood pocket. It was noted that the patient's implantable neurostimulator (ins) may have been flipped. It was noted that for 6 to 8 months following the implant, the ins "flip flopped back and forth" and to recharge, the patient had to flip the ins to get coupling. It was noted that the patient's ins was not affixed to the pocket and after the hematoma went away, the ins "scarred in" and the patient no longer had to flip the ins to charge and the ins no longer flipped. It was noted that "because of this the patient had to lay down with a pillow applying pressure wearing a t-shirt only with his leg in a certain position." It was noted that the patient was able to get 6 bars in this position and he always moved body position to make sure he was charging with the good coupling. It was noted that the patient usually charged for 4 hours.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported having high hopes that implanting the "dcns" would be the answer to the two botched surgeries he had on his back. For background, the patient's first surgery was a foramenotomy that resulted in a disk l4-5 impinging upon the sciatic nerve which was very painful, but not debilitating. A doctor recommended another surgery "just to trim a a bit of that disk" and all would be fine. That surgery at l4-5 resulted in damage to the sciatic nerve and subsequent atrophy of muscle in the right lower leg, as well as drop foot on the right. The patient also had difficulty walking unassisted. The "dcns" was offered because the patient was a high risk for a fusion. The trial went okay with about 50% pain relief; however, he was disappointed that the amount of pain relief received from the implant was more like 30% rather than initial 50% received at trial. If he lays down on his back, the patient has to turn the unit off, or he would vibrate off the bed. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a mechanical mitral valve and had to take coumadin as a result. The patient believed that one of the reasons he was having problems with the ins flipping in the pocket was because it did not completely scar in because of the coumadin. The patient stated that the generator flipped around in the pocket and he could tell when it was in the wrong position as he only got 1-2 coupling bars when trying to recharge and had to manually flip it around to get good coupling. This had been happening since implant. It was also reported that the adhesive recharging disc was too small and the patient had to hold it a certain way and "do gymnastics" in order to recharge. It was reported that recharging took 2-2.5 hours when the patient had full coupling bars, and he was usually about 25% full when he started recharging. It was noted that the patient had been told he would only have to recharge every two weeks. It was also reported that the patient was worried he was twisting the wires when he twisted the ins back into the right place. The patient usually had the ins set to program a at 1.2v during the day, but reported only getting 30% relief at this setting. When he increased to 1.5v it was uncomfortable, and felt like "someone was giving me an electric shock all the time." It was noted that the patient hadn't had any reprogramming in about a year and a half. He had to lie on his left side because the stimulation "had a paradoxical effect" and he could feel the pulse beat of his heart through the stimulator. Because of this, the patient had to turn the stimulator off in order to sleep. It was noted that the patient went to his doctor's office to see about getting an epidural, but he stated that the doctor "didn't want a lot to do with him."